Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple non-sustained rv oversensing episodes due to complete loss of biv capture was observed. The patient still had conduction and was not bradycardic. Patient will be called in clinic for further testing. No patient symptoms were reported.

Event description:
New information received notes that the patient was called in clinic on (B)(6) 2018. Device testing revealed increased rv threshold and loss of lv capture. Chest x-ray was performed and it was noted that the rv lead had lost slack and lv lead was pulled back but still in cs. Patient was symptomatic with shortness of breath. Device was reprogrammed and patient was feeling well at next follow-up on (B)(6) 2019. Both, rv and lv, leads were testing stable. Patient was fine and will continue to be followed.